Manufacturer narrative:
The temperature module is a purchased part through our supplier (B)(4). A review of the OEM implementation manual states that the module is designed to time out after 10 minutes of monitoring. The operator's manual cautions against long term continuous temperature monitoring greater than 5 minutes. It was determined that the unit was functioning as designed. A service history record review indicates that no prior events related to this failure mode have been reported against this unit.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the there is a "temp measurement issue with root vital signs. After selecting the 'continuous' mode following to a spot-check temp measurement it automatically stops measuring after about 10-11 minutes, without no warning. Referring to the user manual it's written that the temp probe (oral, axillary, rectal) is intended to work in a spot-check and continuous mode. In addition, it's not written that after 10 minutes the continuous measurement stops, thus requiring a new spot-check measurement and a new 'continuous' mode selection in order to have a real continuous mode. The temp probe is intended (based on the user manual) to work even in continuous, but, in fact, it does not. This could create serious issues during a surgery or in ICU where a continuous temp is needed." No known impact or consequence to patient.